Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received, and photographs were provided for evaluation. Visual inspection of the photos showed the reported leakage and coagulated blood at the luer connector of the warmer bag and return line. Functional testing was not performed on the actual sample as information regarding contamination was not obtained. The lot number is not known; therefore, a batch review was not conducted. The reported condition was verified. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak/coagulated blood was observed originating from the luer connection between the thermax blood warmer disposable and a prismaflex hf1000 set during continuous renal replacement therapy. The blood remained coagulated around the connection site and no blood was noted on the floor. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.